Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer replaced the pump cartridge to resolve the issue and received tips from technical support on preventing altitude alarms in the future. The pump resumed normal operation afterward.